Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer report number: 3006705815-2020-02324. It was reported that patient experienced cerebrospinal fluid leakage during a trial implant procedure on (B)(6) 2020. Patient had severe headache and a blood patch was performed on (B)(6) to resolve the issue. Patient is maintaining effective therapy.